Manufacturer narrative:
It was reported by the hospital contact that this presidio coil ((B)(4) was stuck in the introducer sheath and stretched. It was initially reported that the product will be returned for analysis. There was no delay in the procedure due to the event. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that this presidio coil (pc418093330/c27734) was stuck in the introducer sheath and stretched. It was initially reported that the product will be returned for analysis. There was no delay in the procedure due to the event. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging it was found that the coil was entangled around the device positioning unit (dpu) and the sheath. An extensive amount of time was required to untangle and remove the knots from the coil without producing damage was required. The coils knotted entanglement was post-procedural in nature. The coil was found undamaged with no stretching found. Unreported damage of the resheathing tool being severed into two pieces was found. The resheathing tool¿s fracture is ductile in nature requiring external force. No material defects were found. Unreported damage of the core wire protruding through the sheath at the distal tip of the skive was found. No mechanical sheath damage was found at the protrusion site that would have opened up the skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges elevated above the surface plane. The locking mechanism has compression and stretching damage. Due to post-procedural cleaning, handling, and packaging, the circumstances of how and when all the unreported damage occurred cannot be exactly determined. No manufacturing defects were found. The complaint of the coil becoming stuck inside the introducer sheath cannot be confirmed. The coil was returned fully advanced outside the distal tip of the introducer sheath in an entangled and knotted ball. While the root cause cannot be determined, the most likely contributing factor to the coil becoming possibly stuck inside the introducer sheath may have instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have prevented the coil from advancing outside the introducer sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event the complaint of the coil being stretched cannot be confirmed. The coil was returned undamaged; therefore the root cause of the coil becoming stretched cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4)

Event description:
It was reported by the hospital contact that this presidio coil (pc418093330/c27734) was stuck in the introducer sheath and stretched. It was initially reported that the product will be returned for analysis. There was no delay in the procedure due to the event.